Manufacturer narrative:
The meter and test strips were requested for investigation, however, the customer has thrown away the test strips. The strip lot number was determined from the meter's patient result memory. The results alleged by the customer were not observed in the meter¿s patient result memory. Relevant retention test strips (lot 417470 were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." Occupation is lay user/patient. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable results from coaguchek xs meter serial number (B)(4) compared to a laboratory result using an unknown method. The laboratory result was 4.8 inr at 11:56 am. The meter result was 6.4 inr at 12:14 pm. The customer¿s therapeutic range is 2.5-3.5 inr.